Manufacturer narrative:
Patient information was unavailable from the site. Device lot number unavailable. UDI not available for this device at time of filing. No parts have been received by the manufacturer for evaluation. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cervical spine procedure. It was reported that intra-operatively, use of the cervical probe was discontinued. It was reported that there was a possibility of deformation and the cervical probe could still be verified. The procedure was completed using the pointer probe and the navigation system. There was no reported impact to patient outcome or surgical delay.

Manufacturer narrative:
Additional information: lot number, UDI, and manufacture date provided. If information is provided in the future, a supplemental report will be issued.